Event description:
Received information regarding multiple cartridge alarms with multiple cartridges during the load process. It was unknown if the customer's blood glucose level was impacted due to not testing. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.